Event description:
It was reported that there was over-sensing of noise on this right ventricular (rv) lead of the cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed the presenting electrogram (egm) and found that this resulted in multiple inappropriately stored ventricular events and approximately 2.5 seconds of pacing inhibition during one of them. Further testing in-clinic was advised. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).